Event description:
The rptr stated that she did back to back blood glucose tests and got results of 35, 60 and 132 mg/dl. Tests were done within 10 mins, using separate fingersticks. No symptoms were reported. A control solution test of 109 mg/dl was within range.